Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received motor error alarm during rewind due to corroded motor home switch. Analysis was unable to verify battery out limit alarm due to motor error alarm during rewind. No blank display or flashing through screens during testing. The insulin pump was received with moisture damage electronics and battery tube assembly. The pump also had a cracked case at the display window corner, cracked reservoir tube lip and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had moisture damage and battery out limit alarm. The customer's blood glucose reading was 135 mg/dl at the time of the call. The customer states the insulin pump went blank, after being placed in the washing machine. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.